Event description:
Nurse contacted dexcom technical support on (B)(6) 2014 to report on behalf of patient a missing sensor wire on (B)(6) 2014. Nurse stated that sensor wire fell off the needle during deployment and did not insert. At the time of contact the nurse did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).